Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of capture and high, out of range, pacing lead impedance were observed on the atrial lead. The lead revision would be scheduled. The patient was stable and being monitored.